Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the jaws of the forceps corroded and broke due to insufficient cleaning after use. However, we were unable to determine the exact cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited forceps jaw component defect. There was no patient involvement.